Event description:
My father had intermittent fibrillation and av block. While it did not cause significant problems, he was recommended for a pacemaker at (B)(6) hospital because of the possible danger of an incident while he was driving. A right ventricle only device was place (approx (B)(6) 2013) and he was readmitted in a week or so ((B)(6) 2013) with a purported mi. Prior to the placement he had an ef of 45% and the heart size was normal. Post "mi" the ef was 25% and the right ventricle (no pacemaker lead) was enlarged. Death occurred within a month ((B)(6) 2013).